Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Provider states that the seat upholstery is tearing at the seam where the velcro is sewn into the seat.